Manufacturer narrative:
(B)(6). The suspect device was not sent to olympus for evaluation. An olympus technician was scheduled to evaluate the device onsite at the facility. Prior to the service call, the customer reported they cleaned dust from the fan of the device and the issue was resolved. The service call was cancelled. A review of the device history record found no deviations that could have caused or contributed to the lamp malfunctioning. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the lamp shut off intermittently because the dusty fan caused the temperature fuse to switch off, and the emergency lamp was switched on. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the lamp in the subject device turned off intermittently during an unspecified examination. The lamp had already been replaced. The customer uses a third-party manufactured lamp. The emergency lamp worked. There was no effect on the patient due to the event.